Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure when non boston scientific mapping catheter was inserted into the sheath, a large amount of air was drawn into the syringe and was leaking. No liquid leakage was noted. Air bubbles were noted inside the patient. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found the internal valve torn on the inner face. This defect compromised the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure when non-boston scientific mapping catheter was inserted into the sheath, a large amount of air was drawn into the syringe and was leaking. No liquid leakage was noted. Air bubbles were noted inside the patient. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.